Manufacturer narrative:
Unknown product availability.

Event description:
On 21jan2022 during a routine review of the FDA maude database, voluntary mw5106330 was discovered. A patient (pt) reported, ¿"I am from (B)(6), was told for years I was dealing with an eye doctor only to find out they have been illegally been selling me contact lenses for years. Everyone I know has been going there, and not too long ago I almost lost my eyes due to some damaged contacts." The event date is reported as 17nov2011. No contact information was provided. On 09feb2022 a letter was received from the FDA with mw5106330. The initial reporter elected not to provide contact information. Unable to contact the initial reporter for any additional medical and product information. The suspect lot number is not provided. The acuvue brand is unknown, but is reported as a daily wear contact lens. This event will be submitted as a worst-case event as we were unable to verify the pts diagnosis and treatment. This report is for the pts od event. The report for the pts os event will be filed as a separate report. It is unknown if the suspect od contact lens is available for return for evaluation. If any further relevant information is received, a supplemental report will be filed.